Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling. Confirmed failure: cracked/peeling insulation at middle of shaft. Probable root cause: handling procedures, use error, shear pin failure in handle. (B)(4).

Event description:
It was reported that the insulation had been compromised.